Event description:
It was reported to philips by a customer that the unit's turbine over temperature. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device had a high blower temperature. The international service engineer replaced the blower to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The international service engineer found diagnostic (error) code 1122 (check vent: blower temperature high).